Event description:
It was reported that the patient presented for a scheduled generator change. Prior to the procedure, the right atrial (ra) lead exhibited over-sensed noise and episodes of inappropriate automatic mode switch (ams). The ra lead was explanted and replaced successfully. The patient was stable.